Event description:
It was noted that this implantable cardioverter defibrillator (ICD) exhibited farfield oversensing of the ventricular beats on the atrial channel, which lead to inappropriate mode switching. Technical services (ts) provided reprogramming options. The device remains in use. No adverse patient effects were reported.